Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed air bubbles within the cartridge tubing. A supply change was performed resolving the issue. Blood glucose level was 342 mg/dl.